Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that preoperatively to an unknown surgery on (B)(6) 2022, it was observed that an o-ring was dislodged within the shaver handpiece 2.0 with buttons device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the customer in australia that preoperatively to an unknown surgery on (B)(6) 2022 , it was observed that an o-ring was dislodged within the shaver handpiece 2.0 with buttons device. According to the report, the o-ring was dislodged and sitting loose within the handpiece upon opening the tray. It was further reported that this was a semi-regular occurrence and the nursing staff routinely check the handpieces when they open them in the operating room. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was received at the service center & manufacturing site and evaluated. Per service report, this complaint cannot be confirmed. During the service evaluation the following defects were identified: dislodged of oring was observed inside the handpiece head. The screw, blade hub o-ring, o-ring suction valve were replaced to resolve the issues. After repair, the device was found to be working according to the specifications a manufacturing record evaluation was performed for the finished device serial number: (B)(6)), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H10 correction narrative: d4: the serial number has been updated to reflect the correct information. Therefore, UDI: (B)(4).